Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a air bubbles on the insulin pump. The customer's blood glucose level was 425 mg/dl. The customer took a shot of novolog to treat. The troubleshooting was performed. The customer was advised to change infusion set. The customer was instructed to tap reservoir to gather small bubbles into a large one. The customer was advised to push air back into insulin vial and air bubbles did not persist after set change. The customer was reminded to reset fixed prime to the cannula prime amount for their infusion set. The customer was advised to monitor insulin pump and call back if problems persist.